Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the front end pcb is suspected to be defective. So, in order to fix the issue, the fse replaced the front end board. The unit passed all functional tests and was then handed over to the customer in good working condition.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit has an electrical test fail code #119. There was no patient involvement.